Event description:
During mitral valve repair procedure the positioning tool tip was broken. The catheter electrodes 1 and 2 wouldn't heat up. Another catheter was used and procedure outcome was successful. The pt condition is fine.